Event description:
Olympus was informed that during a transurethral resection of the prostate (turp) procedure, the device tip broke off. The physician reported that no device fragment fell inside the pt. The procedure was successfully completed with another similar device. There was no pt injury reported.

Manufacturer narrative:
The device reference in this report was returned to olympus for eval. The eval confirmed that the inner sheath was broken at the distal end. The exact cause of the user experience could not be conclusively determined. However, the most likely cause of the reported event was attributed to impact damage due to excessive force, which can cause the distal end break to become damaged.